Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced blood exposure/splash. The following information was provided by the initial reporter: the nurse was using one of your syringes to flush a catheter with nacl. Unfortunately, she did not close the tap after rinsing and there was a backflow of blood through the piston.

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced blood exposure/splash. The following information was provided by the initial reporter: the nurse was using one of your syringes to flush a catheter with nacl. Unfortunately, she did not close the tap after rinsing and there was a backflow of blood through the piston.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2007240. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, leakage was observed through the plunger rod. It has been determined that this incident resulted from damage to the plunger lip component, causing leakage. This type of damage can be produced during the handling of the product through the manufacturing facility or during the plunger assembly process specifically. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. A quality process has been opened with the aim of further reducing the risk of recurrence for this defect. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.